Event description:
The device was connected to a pt complaining of chest pain and when the device was turned on, it reportedly began to beep and the service indicator was illuminated. The device was turned off and back on and the service indicator remained illuminated. The pt's outcome was not reported.